Event description:
It was reported to nova biomedical that the consumer experienced a hypoglycemic event requiring medical intervention. The consumer reported the meter did not turn on when the consumer tried to test, the meter did not turn on which did not allow him to test his blood glucose level. The consumer admitted he did not notice the low battery icon in the display window. It was discovered during troubleshooting that the consumer was trying to test with a low battery beyond its expiration date. The consumer was educated on these directions for use at the time of call. The meter and test strips will not be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.